Event description:
The customer reported an error e228 during inspection for use involving an olympus flex deflectable videoscope. There was no patient involvement reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.